Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6) /(B)(6) . Batch: 5095789/5132926.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing adequate pain relief. The patient underwent a scs explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device components were discarded per facility policy.